Event description:
Reporter indicated the patient has been doing very well with his seizures since the vns generator was replaced, and there have been no further seizures. The dcdc code is currently "6" with the intended settings, and the impedance will continue to be monitored. No other information was provided. All attempts to the hospital for return of the explanted generator have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient was scheduled for vns lead revision surgery due to an unknown reason, but the patient was still having two seizures at night following going to sleep. The patient's vns generator had been previously replaced due to a reported cracked header on (B)(6) 2011, but the lead was not replaced and diagnostics were within normal limits following surgery. Additional information was received indicating the reason was due to high impedance from suspected fibrosis when higher settings were desired; at lower settings impedance was ok. The patient later had replacement of the vns lead and generator performed on (B)(6) 2012. The generator was replaced due to not being compatible with the new lead. An implant card was received to the manufacturer documenting the lead was replaced due to a lead fracture. Further attempts for clarification of lead fracture vs. Fibrosis are in progress.

Event description:
The treating surgeon reported to the manufacturer that a frank lead fracture was not seen during the surgery.

Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing. The patient was also having increased seizures. The patient had generator replacement surgery performed on (B)(6) 2011. During the surgery, it was noted the vns generator header was cracked, possibly from the patient doing weightlifting. Attempts for return of the explanted generator and further information are in progress.

Event description:
All attempts to the reporter for additional information about the lead fracture vs. Fibrosis have been unsuccessful to date.